Event description:
Reportedly, at the beginning of a follow-up performed on (B)(6) 2018, the estimated residual longevity was superior to 8 years. The pacing output was reprogrammed from 2.5 v 0.35 ms to 2.5 v 1 ms after tests. The estimated residual longevity decreased to 4 years.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190222 - file-2018-03633 - analysis_and_closure_report_resp-2019-00084.pdf].

Manufacturer narrative:
Preliminary analysis results revealed that the displayed estimated residual longevity was incorrect. This was due to the incorrect management of a parameter.

Event description:
Reportedly, at the beginning of a follow-up performed on (B)(6) 2018, the estimated residual longevity was superior to 8 years. The pacing output was reprogrammed from 2.5 v 0.35 ms to 2.5 v 1 ms after tests. The estimated residual longevity decreased to 4 years.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, at the beginning of a follow-up performed on (B)(6) 2018, the estimated residual longevity was superior to 8 years. The pacing output was reprogrammed from 2.5 v 0.35 ms to 2.5 v 1 ms after tests. The estimated residual longevity decreased to 4 years.